Event description:
I had mentor breast implants that caused me serious health problems for many years. List of symptoms includes hair loss, thyroid disease, extreme fatigue, auto immune issues, inflammation, anxiety, panic attacks, suicidal thoughts, depression, dehydration, heart palpitations, shortness of breath, gut issues, joint pain, headaches, dizziness, migraines, chronic inflammation, photosensitivity, swelling around eyes, muscle pain, cold and discolored hands/feet, brain fog, cognitive dysfunction, memory loss, difficulty concentrating, word retrieval, limb numbness tingling, vertigo, foul body odor, muscle weakness, muscle twitching, temperature intolerance, sensitivity to light, sensitivity to sound, persistent infections fungal, viral, and yeast, uti, nail cracking, splitting, slow growth, blurry vision, difficulty swallowing, dry skin, eyes, mouth and hair, ringing in ears, mood swings. Sharp pain in breast, neck and back, chronic neck and back pain, low libido, food intolerance, swollen/tender lymph nodes, and weight. I was in so much pain I almost ended my own life. I got them out 2 years ago and although the chronic pain and most of the symptoms are gone. I'm still suffering with horrible lingering side effects. These are not safe and breast implant illness is real. Please take these off the market. FDA safety report ID# (B)(4).